Event description:
Sensory stimulation felt strongly at low voltage. Continued with procedure (one of two cases). After 2nd case, power was lost again during testing, fuses again noted to have blown. There was no adverse consequence for the pt or delay in surgery or anesthesia time.